Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with complaints of shortness of breath. It was noted that the pulse generator exhibited loss of output. The patient's presenting rhythm was intrinsic at 48 beats per minute. On (B)(6) 2015 the patient was brought back into the clinic and the device could not be interrogated. The device was explanted and replaced on (B)(6) 2015. No further information could be obtained.